Event description:
It was reported that the valve was leaking.

Manufacturer narrative:
The valve was patent and passed siphon, reflux, and leak testing. The valve met established specifications for pressure-flow testing at 5.5 ml/hr at 0 cm. The valve did not meet all other established specifications for pressure-flow testing. The debris found inside the delta chamber can have partially occluded the valve resulting in high pressure-flow results. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.